Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check error, and a restart did not clear the alert; the user transitioned to backup therapy and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with a mechanical problem device issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed. Although alert was not present or annunciated in the notifications menu it was confirmed through the engineering logs. Alert 69 is known to be a software issue.